Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced four infusion sets fell off events while doing physical activity on date 15-june-2024. The infusion sets were in use for less than a day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.